Event description:
I was advised by my orthopaedist that I needed a total right hip replacement so that I could enjoy a more active lifestyle. Immediately after the surgery, I started having pain that intensified until I was confined to my bed for almost a year. I admitted myself to the hospital after numerous referrals from one specialist to another. The type of x-ray taken at the hospital showed that the hip components were grossly loose. A revision surgery was performed and the next morning, I was up and walking. However, the period of inactivity that I suffered prior to the revision surgery has weakened my lower body, and I now use a motorized scooter.